Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation cannot be confirmed. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to the pump being in a difficult position to access. The components were reused. There were no patient complications reported.